Event description:
During the procedure, the brk-1 needle encountered resistance while passing through the swartz sheath resulting in perforation of the sheath and a plastic fragment was noted at the tip of the needle. The needle and sheath were replaced to continue the procedure.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One 8.5f swartz braided introducer sheath and dilator were received for evaluation. The dilator and sheath were flushed with fluid and the dilator was inserted into the sheath. A brk needle/stylet assembly from current inventory was inserted through the dilator/sheath assembly. No resistance was noted as the brk needle reached the distal end of the dilator. The dilator tubing was cut lengthwise; evidence of skiving was noted along the inner wall of the dilator. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the skiving remains unknown.